Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
Received information regarding cartridge pigtail luer separating from the cartridge. Customers' blood glucose level was impacted. Customer is unsure which lot number was used at the time of event. Customer believes it is either m002626, m002946 or m001662.